Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment/non-emergency treatment was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed no geometry movements. To resolve the issue, fse replaced the control module standard ER and returned it to philips for further analysis. The analysis of control module standard ER confirmed that the malfunction was due to the communication failure as there was no san signal and the software update was not possible. After replacement, the system was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.